Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed safety valve and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the pressure transducer printed circuit board (pcb) and expiratory channel pcb solved the issue. Moreover, provided photo revealed that expiratory channel pcb had traces of oxidation. The ventilator passed all functional and safety tests and was cleared for clinical use. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Liquid/corrosion on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. Our servo ventilators fulfill the standards of ip21. The most likely cause of the contamination is ingress of liquid or improper humidity. Circumstances about the source of the liquid are unknown. The device's logs were not provided for further analysis. The defective parts were not returned for investigation, despite request. The causes of the claimed issues in this customer product complaint have been determined. The issues were related to pressure transducer pcb (component failure) and environmental issue (traces of oxidation on expiratory channel pcb).

Event description:
Manufacturer's ref. #: (B)(4).